Manufacturer narrative:
Integra has completed their internal investigation on 02/28/2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the DHR review was completed for cam02 monitor serial number (B)(4). Date of manufacture: 2015 ¿ jan. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. There is no service history for this complaint as this monitor is to be returned to the service center for the first time. During the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors was calculated as 28,184 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (6) can therefore be calculated as 0.02% (2 x 10-4) (occasional) of procedures. Conclusion: the cam02 monitor was returned but the evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. Based on the service center evaluation and the complaint trend review no corrective actions are deemed necessary for cam02 monitors manufactured at (B)(4). The service center verified the returned cam02 monitor and cables were verified as performing to specification. The catheter was unavailable to be evaluated. Future incidents of this nature will be monitored and documented for recurrence and trending purposes.

Event description:
Customer indicated they attempted to test a b catheter which failed. They then tried the catheter on a second cam02 monitor and it tested fine. There was no patient contact, or injury. There was no patient prepped for surgery.